Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, recently diagnosed with brain injury and experiencing memory difficulties with meal announcements, reported hyperglycemia with a stated peak around 700 mg/dl and later readings around 200¿230 mg/dl, leading to disconnection from the device and use of subcutaneous insulin as backup therapy; no alarms were reported. Symptoms included confusion. Outcomes included no hospitalization and no professional emergency intervention. Investigation included troubleshooting with education and coordination with a diabetes specialist and the user¿s clinician. Investigation of this case revealed use error related to uncertainty about meal announcements and fear of overdosing insulin, with the device performance not confirmed to be contributory. It was concluded that the hyperglycemia cause was unclear and that user re-education was provided, with referral to the healthcare provider regarding continued device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.